Manufacturer narrative:
Visual inspection under 30x magnification indicates j stiffener wire has fractured approx. 6mm proximal of the weld site. The proximal section of j stiffener wire measures approx. 82mm and received completely out of the lead body. Visual inspection under 30x magnification also indicates an abraded hole in the outer polyurethane insulation approx. 3mm proximal of the weld site.

Event description:
Device analysis is provided.